Event description:
It was reported that the patient stopped charging the ipg due ineffective therapy. The ipg in now inoperable. In turn, surgical intervention may occur later to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000058497.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2026 wherein the ipg was explanted and replaced and effective therapy was established. No intervention was done to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.